Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, bag ripped while trying to remove specimen. The patient is doing well. No additional information can be provided by the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the photographed bag noted that the bag was torn at the side edge of the seam toward the bottom. No stretch marks were noted. The device had plastic remnant on the ring and the black shrink tubing was intact. Since the bag was not received by engineering, the file will be closed as a cannot be reliably determined.